Event description:
A customer reported that during a procedure, the surgeon noted a knife was blunt upon making the incision. An alternate knife was used and the case was completed without delay or patient harm. The customer indicated that the knife was removed from original packaging correctly. Additional information has been requested.

Manufacturer narrative:
One opened sample was returned for evaluation. The sample was examined using 10x magnification and found to have a damaged tip (tip end rolled over and bent tip) and cutting edges. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause is unknown. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).